Manufacturer narrative:
Review of the device history records for the articular surface identified no deviations or anomalies. The device was returned with the complaint for evaluation; however, the component was lost while in zimmer control. A CAPA investigation has been initiated to further investigate. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. The persona surgical technique provides instructions for seating the articular surface and states to place the articular surface onto the tibial base plate and apply pressure anterior to posterior to properly engage the components for final seating. Follow up communication with the sales rep indicated that the event may have been related to the surgical technique used by the residents attempting to insert the device; however, a definitive root cause cannot be determined without physical evaluation of the device.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the articular surface would not lock onto the tibial component.